Manufacturer narrative:
(B)(4). The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue. The investigation determined the reported difficulty appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed, de novo, eccentric lesion in the proximal left anterior descending coronary artery. The 4.0x15 mm nc tenku rx balloon dilatation catheter (bdc) was advanced; however, resistance was met with the anatomy. During the first inflation the balloon ruptured at 12 atmospheres. The nc tenku bdc was replaced with an unspecified balloon catheter to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.